Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed fault code 16 (timeout moving to take-up position) was confirmed during functional testing and archive data review. The root cause for the fault code was due to a motor controller board failure, likely due to a failed component. The archive data review showed the occurrence of multiple fault code 16, thus confirming the reported complaint. During initial functional testing, the platform failed due to fault code 16, thus confirming the reported complaint. The motor controller board needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
During the patient call, the autopulse platform (B)(6) displayed a fault code 16 (timeout moving to take-up position) message. Instructions were provided to the customer to clear the fault; however, the customer was unable to clear it. The crew switched to manual CPR. No consequences or impact to patient.